Event description:
It was reported that pump screen was cracked and shattered after pump was dropped, and touchscreen became unresponsive so customer could no longer interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete and return damaged pump within 10 days, and was provided a replacement in-warranty pump with guidance to reenter pump settings, reconnect continuous glucose monitor, and follow setup steps for users coming from a pump.